Event description:
A malfunction alarm was reported, identified by code malf 0. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the issue did not recur post-reset. The customer was advised to continue using the pump and to contact support if any further malfunctions occur.